Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2011, this pt was undergoing treatment for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring c3 delivery system. Upon initial deployment of the graft, the graft reportedly did not fully open when the deployment line was pulled. The physician attempted to reconstrain and reposition the device several times, but the device still would not fully open. It was reported, the contralateral gate of the trunk-ipsilateral leg component was then cannulated, and a q50 stent graft balloon catheter was used to balloon the device. However, the device reportedly would not fully appose to the vessel wall. A b. Braun impact balloon dilatation catheter was then advanced, and the device was successfully expanded within the vessel. It was reported there was no adverse event to the pt.